Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The customer also stated that the scatter was low on latron controls. The volume of the leak was a few drops and was not contained within the instrument. The operator was wearing gloves and a lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the probe was leaking. The probe wipe vent line was pinched and was not letting the probe wipe move up and down causing the probe to leak. The fse rerouted the tubing and the leak was fixed. The fse also found that the connection to the light scatter preamp was loose causing the scatter issue with the latron calibration. The fse reseated the connection to the light scatter preamp and the instrument scatter was within specifications. The repairs were verified per established procedures. Identification of failure modes: the cause of the leak was the probe wipe vent line was pinched. The cause of the low scatter was the connection to the light scatter preamp was loose. No erroneous results were generated for this event. Upon recur the leak at the probe is likely to generate erroneous results for all parameters due to sample carry over. Upon recur; the loose light scatter preamp connection is likely to cause erroneous differential or reticulocyte results due to light scatter measurement errors. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).